Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis confirmed software corruption. The error code was confirmed. It was also noted that the fan was noisy and the programmer was unable to interrogate devices. The liquid crystal display (lcd) output was out of specification.

Event description:
It was reported the programmer had "corrupt files," after uploading software. An error message was displayed. The programmer was returned to the manufacturer, analyzed and tested out of specification. There was no patient involvement.